Event description:
It was reported that the device had a failed flow test 3x. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs. The customer issue could not be confirmed with the accuracy test. The tests were performed three times and were found to be within the acceptable specifications. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.